Event description:
The customer reported the system displayed an intermittent communication failure error message and shut down. There was no pt injury or death reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The power cable was replaced during the service call. The system was tested and found to be working as intended and put back into service.